Event description:
The customer reported the mx40 telemetry device display a speaker malfunction error message and did not have audible sound. The customer stated it is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported the mx40 telemetry device display a speaker malfunction error message and did not have audible sound. The customer stated it is unknown if the device was in clinical use. There was no adverse event reported.